Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The actual date of event is unknown. Investigation summary: the reported complaint that the order was sent to different pumps was confirmed and was identified as a server issue. ¿ pcu s/n (B)(6) ¿ at 09:49:47 am, pump module s/n (B)(6) was programed an infusion of guardrails drugs, eculizumab 240ml in 1200 mg (drugid=322, rate=320 ml/h, vtbi=240ml). ¿ at 09:54:56 am, pump module s/n (B)(6) received a remote IV of the same drug that was provided at 09:49:47 am (drugid=322) while the device was performing an infusion, the remote IV infusion is accepted by the user and started. After one (1) minute, the pump module s/n (B)(6) was channeled off. ¿ pcu s/n (B)(6) ¿ at 09:01:05 am, pump module s/n (B)(6) was programed an infusion of guardrails drugs, ferric gluconate 125 mg in 100 ml (drugid=363, rate=100 ml/h, vtbi=100 ml). ¿ at 09:54:56 am, pump module s/n (B)(6) received a remote IV of the same drug that was providing in that moment (drugid=363) while the device was performing an infusion, the remote IV infusion is rejected by the user and after of a minute, the pump module was channeled off. O it was reported that taxol was sent to the wrong pump, soliris was sent to another incorrect pump, and iron infusion was activated on a pump that was not in use. The root cause of the report was due to unexpected remote IV infusions received; however, the pcu event log review was not able to confirm the drugs as reported ¿ the asm preventive maintenance task and functional testing performed on the suspect pcu¿s observed no anomalies that would contribute to the reported complaint. ¿ the alaris system user manual- with v9.33 model 8015 contains information regarding programming with interoperability and guardrails suite mx. O the implementation of interoperability does not preclude a clinician from manually programming the alaris system. Manual programming is required in the event of a failure in any component of the interface system. O workflow instructs the user to review and verify that all parameters pre-populated on the alaris system are correct prior to starting the infusion. ¿ inspection of the suspect pcu s/n (B)(6) and the pcu s/n (B)(6) did not observe any anomalies that would contribute to the reported event. ¿ no errors or malfunctions observed on the returned devices related to the reported complaint. ¿ devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ notes to repair center: ¿ suspect pcu s/n (B)(6) (w/o: (B)(4)) o device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. ¿ suspect pcu s/n (B)(6) (w/o: (B)(4)) o device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: . The root cause of the report issue that the order sent to different pumps was due to unexpected remote IV infusions received. An associated complaint (B)(4) was opened for server issues and the probable cause was identified as a backlog of apr (automated programming) messages on the cce (care coordination engine) server, which occurred because the systems manager (sm) services were down. This may have caused one of the cce components to enter a "faulty" state and become unresponsive. After rebooting the sm servers, the queues were cleared, and the backed-up apr messages were sent to the appropriate target devices, which led to confusion among the staff.

Event description:
It was initially reported an unspecified event. Bd received additional information. It was reported that the user scanned the pump and then epic (electronic medical record) sent details to different modules. The customer believes that "those different modules were the same drug being manually programmed on the pumps when down and crossed over when the services (servers) restarted." It was reported that the electronic orders for taxol infusion was sent to the pump s/n (B)(6), but the patient was scheduled for soliris infusion. On the other hand, the electronic order for soliris infusion was sent to the pump s/n (B)(6), but the patient was scheduled for iron infusion. Lastly, the electronic order for iron infusion was sent to the pump s/n (B)(6) turning it on, despite of it was not being used. There was patient involvement but no harm.

Event description:
It was initially reported an unspecified event. Bd received additional information. It was reported that the user scanned the pump and then epic (electronic medical record) sent details to different modules. The customer believes that "those different modules were the same drug being manually programmed on the pumps when down and crossed over when the services (servers) restarted." It was reported that the electronic orders for taxol infusion was sent to the pump s/n (B)(6) but the patient was scheduled for soliris infusion. On the other hand, the electronic order for soliris infusion was sent to the pump s/n (B)(6) but the patient was scheduled for iron infusion. Lastly, the electronic order for iron infusion was sent to the pump s/n (B)(6) turning it on, despite of it was not being used. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.